Event description:
The customer reported getting a shock button failure. There was no pt involvement.

Event description:
Per the physician, the results of otoscopy indicated the patient¿s electrode had migrated through the ear drum into the ear canal. Per the audiologist, the physician attempted to remove just the ball electrode in order for the patient to continue using the device however; the physician inadvertently cut the electrode lead resulting in device malfunction. Explant and reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
Device was damaged by physician.

Manufacturer narrative:
Device not returned for analysis.(B)(4) : device not available for analysis.